Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while the customer was changing the infusion set and had a loose drive support cap. The customer's blood glucose was 257 mg/dl. The customer stated that she did not think that she pressed the drive support cap while being connected to the insulin pump. She also noted that the insulin pump had a missing dome label sticker. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a missing end cap sticker, minor scratches on the display window, cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.